Event description:
Medtronic received information that no com other device to mobile-unresolved, damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Serial number: n/a. Software version: n/a. Color: grey. Battery life remaining: n/a. The inpen does not pair with commercial mobile app due to inpen physical damage to dose button, electronic housing and flex pcba solder connection to contact pcba. Unable to perform functional test due to physical damage to inpen.